Event description:
The pump was explanted within 4 months of implant and returned to the manufacturer for analysis. No reason for explant was given. Attempts to obtain further information from the hcp have been made without response. A follow up report will be sent when additional informaiton is received.